Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The reporter stated on sunday evening the pt was incoherent and slurring. She tested his blood glucose, and it was >500 mg/dl. He was brought to the hospital where he was admitted for hyperglycemia, he was treated with IV fluids, and insulin. The device should be returned for eval; to ensure that it is functioning correctly, and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer ahs not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.